Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed mdu5 plus sn failed the mdu5 plus basic functional test. The mdu was unable to perform pullback, resulting in an ¿err¿ message on the mdu lcd. The malware scan has been completed. No malware was detected on this product. However, the acquisition pc was able to automatically start-up,connect with the image pc, and boot to ilab application. The acquisition pc passed the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-11261 and 2134265-2016-11262. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failed to perform. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-11261 and 2134265-2016-11262. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failed to perform. The procedure was completed using manual pullback. No patient complications were reported.